Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was not able to change the program in her left implantable neurostimulator (ins). Patient services had patient sync with the ins and eos message displayed. Device was off/disable and no longer providing therapy. There was an allegation of ins longevity. Patient was surprised that the ins was depleted already. It was indicated that patient ran her therapy at 6.5v and patient services reviewed this is a fairly high setting. It was also reported that patient had not checked or thought about the right ins in a long time. Patient was informed by her healthcare provider (hcp) that it was ¿damaged¿ and they could not change the settings with this ins anymore. The patient was told that she had to continue to use the only active program at the level they were using at that time. During the call, patient had tried to sync with the right ins and she was not able to. She saw the poor communication screen with and without antenna attached. It was noted that the right side ins was implanted about two years earlier than the one on the left side and it was likely depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3058 lot# (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2017 product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that their ins battery only lasted a year and went out after. Patient had both of their ins's replaced in (B)(6)2017. No further complications were reported.